Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - boston scientific received information that this right ventricular (rv) lead exhibited high thresholds and oversensed noise. No adverse patient effects were reported. (B)(6) 2015: during the in-office follow-up, expected eri of the implanted pacemaker(boston scientific) looked widely changed. Therefore, the physician suspected battery early depletion of the pacemaker. Additionally, some lead noise was detected. On (B)(6), at the additional pacemaker check, impedance of the rv-lead was widely changed and insulation damage was suspected. (B)(6): pacing failure was observed in only unipolar setting. The rv-lead was capped and remained in the patient.